Manufacturer narrative:
Additional information: device evaluation: lens was returned dry in a micro-centrifuge vial with clear surgical residue/debris on the lens. Visual inspection found residue and debris on lens and the lens was returned in a piece smashed together and was unable to be evaluated. (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
(B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -18.00/3.5/082 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2017. Lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2017. On (B)(6) 2018 the lens exchanged and the problem was resolved. Cause of the event is reported as unknown.